Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of actual device received. Evaluation of the returned tibial broach impactors identified that the impactor plate had broken off of each device. Nicks and gouges indicative of repeated use were also noted. Device history record (DHR) was reviewed with no deviations found. The cause of the fracture is a manufacturing issue from the supplier. A definitive root cause cannot be determined as the conditions and frequency of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial broach impactor was found broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen tibial broach impactor, cat#: 00595109000, lot#: 62193909. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06029.

Event description:
It was reported that a tibial broach impactor was found broken. No adverse events have been reported as a result of the malfunction.